Manufacturer narrative:
Device evaluation: physical evaluation noted a kink in the device. This kink combined with continued lasing with the catheter resulted in a breach of the catheter jacket. This is a use related failure; continued use after device is damaged in use.

Event description:
Lead management case to extract two cardiac leads. A glidelight laser sheath successfully extracted the first lead; however upon removal of the catheter light was seen emanating from the catheter jacket. This report is being made due to the potential for inadvertent exposure to laser energy and exposure to manufacturing materials.